Manufacturer narrative:
The investigation is on-going.

Event description:
As reported by our (B)(6) affiliate during a ¿difficult insertion¿ of a 23 mm sapien ultra delivery system through an axela sheath, the portion with hemostatic seals and the body of the sheath separated. A decision was made to exchange the system. The valve was successfully deployed, and the patient was stable after the procedure. Patient¿s vessel minimum luminal diameter (mld) was reported as 5. 5 mm. The patient was doing well after the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The axela sheath was returned for evaluation. Visual inspection revealed the following: two kinks distal from the comnut, outer jacket torn over insertion marker, sheath housing separated (adhesive is present inside the sheath and housing and residual material is stuck inside the housing), and tip is not opened. In addition, pictures were provided and reviewed. The pictures revealed that the sheath hub was separated from the shaft and a hole was observed on the outer jacket at the insertion marker. Functional or dimensional testing was not performed due to the nature of the complaint. The complaint was confirmed through visual inspection. During manufacturing of the axela sheaths, the device and its components are tested and inspected multiple times. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Per procedure, after shaft proximal end bonding the devices are 100% visually inspected. Per procedure, following inner tip bonding, the devices are 100% inspected for kinks.  The inside of the shafts is 100% visually inspected per procedure. Per procedure, the outer jacket is visually inspected for damage. During final tip bonding, per procedure, the devices are 100% visually inspected.  On the component level, the shafts undergo 100% visual inspection by both manufacturing and quality per procedure. During final inspection, the sheath undergoes 100% inspection by both manufacturing and quality. In addition, the lot underwent product verification (pv) testing per procedure on a sampling basis. This testing included an insertion force test, where a mandrel was inserted through the sheath (simulating a delivery system and valve). The peak insertion force was measured through the shaft and at the tip. All samples passed the pv testing. The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. The device history record (DHR) was reviewed and did not reveal any manufacturing non-conformance that would have contributed to the complaint. A review of history for the lot number revealed similar complaints that were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. Available information suggests that procedural/patient factors may have contributed to the event. A review of complaint history from september 2018 to august 2019 revealed additional returned complaints for the axela sheath for the complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. However, no manufacturing non-conformances were identified. Available information suggests that patient/procedural factors may have contributed to the event. The IFU for axela sheath, edwards sapien 3 ultra thv system, device preparation manual and edwards sapien 3 ultra procedure training manual were reviewed for guidance/instructions involving the axela sheath and delivery system usage.  The ultra procedural training manual provides guidance on the edwards axela sheath:  note that access characteristics that would preclude safe placement of sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than 5.5 mm (for 20, 23, and 26mm valves) and 6.0 mm (for 29mm valves).  Hydrate sheath but do not wipe off hydrophilic coating. Ensure lengths are wet just before insertion.  Insert the sheath and dilator with the edwards logo facing upward so the ridge remains down to ensure proper sheath performance.  Insert slowly with continuous motion to minimize friction.  Support sheath body closer to the access site as needed during insertion.  Ensure sheath and dilator remain together during insertion at all times.  Factors that assist with delivery system insertion through sheath are as follows: using the fine adjustment wheel, ensure the balloon catheter is fully retracted into the flex catheter, orient the delivery system with the flush port pointing away and the edwards logo facing up, insert the loader until it stops (keep loader completely inserted in sheath until just before delivery system removal at end of procedure), advance the delivery system with the edwards logo facing up, through the sheath until the thv exits the sheath, and consistent tactile feel until exiting sheath at tip. Note: use short movements to prepare for high friction, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure the valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure the valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. No IFU/training insufficiencies were identified. The complaints for the axela sheath were confirmed. The complaint for packaging ¿ difficulty removing device from package was unable to be confirmed. Investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As the original packaging material was not returned and no relevant imagery was provided, there is insufficient information to determine a root cause for the difficulty in removing the sheath from packaging. Per report, the patient had ¿adequate femoral, without tortuosity or calcification and a diameter greater than 5.5mm.¿ however, no imagery of the patient anatomy was provided. It is possible that procedural factors such as improper valve crimping and/or insertion at a steep angle could have led to the device resistance. If resistance was encountered, additional force and manipulation was likely applied to counter the resistance and could have resulted in a tear in the outer jacket. Per the complaint description, ¿it was noted a hole in the outer jacket due to the frame of the valve.¿ furthermore, the excessive force and manipulation may have caused the sheath shaft to loosen and ultimately separate from the sheath housing hub. In this case, available information suggests that procedural factors (improper crimping/steep insertion angle/excessive force/manipulation to overcome insertion difficulty) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No manufacturing non-conformities were found in the returned sample. No labeling inadequacies were identified. In addition, a corrective action and preventative action (CAPA) has been initiated and includes investigation related to instances where the sapien 3 ultra system was unable to be advanced through the axela sheath. The CAPA has also been initiated to investigate and address instances where the axela sheath shaft separated from the housing. A product risk assessment has been initiated to further study the risk regarding axela sheath housing separation. A CAPA has been initiated to further investigate resistance with delivery system complaints that result in the valve being stuck in the sheath.